Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing was noted on the right atrial (ra) lead on stored electrograms resulting in false detection of atrial arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.